Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly. This was repeated with the same result. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the first tab on the feeder was not bent correctly and the clips in the channel were out of place. This appears to have been caused by an assembly error. When assembling the feeder into the channel, the first tab on the feeder most likely got caught on something and got bent slightly out place. The clips also appeared to have been displaced during assembly. The sample was received with 10 clips remaining in the channel indicating that 5 other remarks: clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the clips were unable to properly load into the jaws of the device. The device was disassembled and it was found that the first tab on the feeder was not bent correctly and the clips in the channel were out of place. The sample was reviewed with r & d and it was concluded that this appears to have been caused by an assembly error. When assembling the feeder into the channel, the first tab on the feeder most likely got caught on something and got bent slightly out of place. The clips also appeared to have been displaced during assembly. The device was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. The potential cause of this complaint issue is assembly error. Nonconformance has been initiated to further investigate the assembly error.

Event description:
Clips were not loaded the jaws properly during use. Therefore, another auto endo applier was used. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73k1600614 did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Clips were not loaded the jaws properly during use. Therefore, another auto endo applier was used. There was no patient injury.